Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Edema is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications.

Event description:
On (B)(6) 2018, the patient underwent a micro-neurosurgery procedure using an artemis neuro evacuation device (artemis). There was no reported complication during the procedure. However, a follow up computed tomography (CT) performed on (B)(6) 2018 demonstrated evolving edema. The patient then underwent a craniotomy to relieve malignant cerebral edema. The evolving edema was reported to be a serious adverse event with a probable relationship to the artemis and the index procedure.